Event description:
A customer reported to baxter product surveillance department via email of an unknown administration set in which operator can't insert the secondary IV tubing all the way into the port of the baxter 250 ml bags. It is unknown when the reported condition occurred. Patient involvement, injury/adverse events, or medical intervention in association with this event is unknown. No additional information is available.

Manufacturer narrative:
(B)(4). The sample is not available for evaluation; therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. A batch review cannot be performed since there was no lot number provided. The device used in reported condition is unknown; therefore, it does not have a u.s. 510k number. If additional information or samples become available, a follow-up report will be submitted.